Manufacturer narrative:
The reported complaint of autopulse platform (serial # (B)(4)) not powering on was not confirmed during functional testing but confirmed in the archive review. The archived showed a user advisory - ua04 (battery charge state too low) caused by a depleted autopulse li-ion battery. The investigation findings revealed that the probable cause of the reported power issue was due to a low voltage or depleted battery. Unrelated to the reported complaint, corrosion was observed on the interior top cover of the autopulse platform during visual inspection. Top cover was replaced to remedy the issue. During archive data review, no other anomalies except a ua04 (battery charge state too low) error message that was observed on the event date. Thus, confirming the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. This issue was not related to the reported complaint. To remedy ua07, the defective load cell identified during service evaluation was replaced. During re-evaluation, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and approved for clinical use. The root cause of the defective load cell was due to wear and tear. The autopulse platform was manufactured in february 2008 and has been operating for 11 years. It has exceeded its expected serviceable life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) will not power on. Customer tried with different fully charged autopulse li-ion batteries and lifeband but still platform won't power on. No patient involvement.